Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 6/9/2021. H.6. Investigation: the customer reported the filter is leaking lipid, and returned one used sample. The sample is leaking from the air vent membrane when primed with blue dye water, and the complaint is verified. The air vet appears to be wetted out from prolonged use, or from drugs that are not compatible with the air vent membrane's hydrophobicity. The filter is a supplier part and the sample was sent to them for further investigation. Their investigation confirmed that the failure was caused by a loss of hydrophobicity of the air vent. When administering different nutrients through filtered sets, sets must be switched in shorter intervals than those of regular soluble medications/ saline solutions. The filter is there to filter out particulates and when it gets full the functionality can be diminished. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown. Leaking lipid filter.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of filter leaking lipid could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown. Leaking lipid filter.